Event description:
The customer reported the joystick was stuck and the motorized movements was completely down. The system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.